Manufacturer narrative:
Correction - b3 - should have been (B)(6) 2020 rather than (B)(6)2021.

Event description:
New information received notes that the date of the pocket infection was 19 dec 2020 and the hospital was informed of the infection on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with pocket erosion. The patient suffered a pocket infection. The entire pacing system was explanted on (B)(6) 2021. The patient was in stable condition.